Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were returned. The length of the suture was twelve inches. The anchors were intact. The depth indicator button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was performed. The actuator tip functioned as designed. An analysis of the enclosed image shows a fast fix device with a suture and two anchors that are detached from the device. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair surgery, the suture of the fast-fix fractured. Procedure was successfully completed with the same device. It is unknown if a delay occurred. No patient complications were reported.